Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the unit keeps switching on its own. Additional information has been requested.

Manufacturer narrative:
The company service representative was informed by the customer that they wanted to order a new remote control, and that they no longer desired service to be performed on their system. It is not known whether or not the system contributed to the reported event. The system was manufactured on december 5, 2008. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).